Manufacturer narrative:
A lot history review (lhr) of reyg0297 showed one other similar product complaint(s) from this lot number. The device has not been returned to the MFR, at this time, for eval.

Event description:
On (B)(6) 2014 - while placing catheter, operator was pulling back on device and saw the wire was not present. After 2 x-rays, the wire was not found in pt. CT scan is scheduled. Catheter is available for return. (B)(4) (B)(6) 2014 - guidewire present prior to insertion; the operator tested the guidewire prior to inserting the catheter and it worked as intended. The operator inserted the guidewire without resistance, and the catheter inserted without resistance. When the operator pulled the device back, the wire was missing. The initial x-ray was of the arm and did not show a wire, though the operator states there was some artifact. A repeat x-ray and the CT scan did not show a wire either. The catheter and device were saved, they did not cut the catheter to check for the wire inside the catheter but did hold the catheter up to light and did not see the wire in the catheter.